Event description:
Initial result for a pt ise was 112/102/4.5 for na/cl/k. When repeated, the result were 125/91/4.9 respectively. The incorrect results were not reported. The field service rep. Was unable to confirm any malfunction of the system.